Manufacturer narrative:
The reported observation of ¿replace generator soon¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The estimated longevity range would have been .8 years for (burst continuous) up to 2.2 years for (burst cycle) +/- .25-year per ¿ 90205144, assuming 1000-ohm program impedances, for model 3660. The implant duration was 1.27 years. Based on the available information, the device had normal battery depletion.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Therapy was confirmed post op.